Event description:
It was reported that during preparation of a biopsy, the needle was allegedly labeled as mc1820 on the outer packaging with a mc1810 inside the inner packaging. It was further reported that another device was used to complete the procedure. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one unsealed maxcore biopsy needle sample was returned for evaluation and two electronic photos were provided for review. As neither the returned sample nor the photos could confirm that the returned device was sealed in the packaging provided, the investigation is inconclusive for the reported mix-up. Per the evaluation results, it is unlikely that the reported mix-up occurred at either the supplier or the manufacturer as there were no component/end item lots corresponding with the reported device manufactured or inspected at the same time as those relating to the reported lot number. However, as the device in question was shipped through a distributor and records of the shipment could not be obtained, the definitive root cause could not be determined. It is unknown whether procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during preparation of a biopsy, the needle was allegedly labeled as mc1820 on the outer packaging with a mc1810 inside the inner packaging. It was further reported that another device was used to complete the procedure. There was no patient contact.